Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. An evaluation of the actual sample was conducted and no issues were found related to the reported condition during the evaluation.

Event description:
The customer contacted baxter's service center regarding a leak, which occurred on the homechoice (hc) during use; the patient was not connected. The home patient (hp) stated that she was taking the supplies off of the hc when she realized that the heater bag was not connected properly to the cassette as there was fluid coming out from the connection. The technical service representative (tsr) advised the hp to discuss this event with her registered nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the event. The hp said that she did not notice anything wrong with the supplies that day. She said she was not sure why the connection had come undone. Since then, she has been completing therapy successfully.

Manufacturer narrative:
(B)(4). The device has been received by baxter but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.